Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after filling a cartridge with insulin. Reportedly, the customer filled the cartridge with 250 units of insulin. The customer was able to load the cartridge successfully. There was no impact to the customer's blood glucose level.